Manufacturer narrative:
Three ultra-fast-fix needle delivery system devices returned. These were returned in one shelf carton. Two subsequent complaint numbers were requested for the 2 additional devices. Since devices were not identified with individual complaint numbers. They will be evaluated together. The results will be shared. The complaints stated: ¿both t failed to fix and fell off.¿ all devices were returned without their anchors or sutures. None had their blue split protective cannulas returned. All the white depth/penetration limiters were attached and trimmed to a typical length. All three delivery needle curves have been bent. One delivery curve was nearly flattened out and the needle was bowed. The second was partially flattened. The third was exaggerated. The conditions are indicative of attempts to reach desired implant location. Instructions for use warnings states: ¿do not bend delivery needle.¿ review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Inadvertent needle twist or bend can interfere with proper delivery of anchors. Anchor advancement, release and stripping off are user controlled manual actions for this product. There is no automatic deployment mechanism. T2 typically releases with an easy tug of the suture. Inadvertent flexing and twisting can impede release of anchors. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during meniscus surgery, both ts failed to fix and fell off. It is unknown whether there was a back up available or delay in the case. No patient injuries were reported.